Manufacturer narrative:
Complaint conclusion: as reported, upon opening the kit, the plastic tip that covers the needle of the 6f 11cm avanti+ catheter sheath introducer slides and the needle ends up on the table, placing the user at risk with pricking themselves. There were no reports of patient injury. No damage was noted on the device or the packaging before opening. The device has been stored and prepared in accordance with the instructions for use (IFU). The product was not intentionally opened in anticipation of use and put back on the shelf when not in use. Special attention was given during the assembly of the sterile table to avoid pricking oneself. Twenty-five sterile units of the si avanti+ transrad kit 11cm from the same lot were received in their original packaging. An anomaly identified in the first box prompted a full inspection of all units. Six of the 25 units exhibited packaging defects, including displaced needles or missing protective covers, though the sterile barrier remained intact. No other damage or irregularities were observed during visual inspection. The reported customer event ¿packaging/pouch/box-device not secure-neelde (exposed)¿ was observed during the product analysis. Six of the 25 returned devices were returned in their sealed packaging with displaced needles or missing protective covers. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a dry, dark, cool place. Do not use if package is open or damaged.¿ based on the available information and product analysis, the cause of the reported events could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon opening the kit, the plastic tip that covers the needle of the 6f 11cm avanti+ catheter sheath introducer slides and the needle ends up on the table, placing the user at risk with pricking themselves. There were no reports of patient injury. No damage was noted on the device or the packaging before opening. The device has been stored and prepared in accordance with the instructions for use (IFU). The product was not intentionally opened in anticipation of use and put back on the shelf when not in use. The product itself was not damaged. Special attention was given during the assembly of the sterile table to avoid picking oneself. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.